Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The short term implant was in situ for around 18 month before being explanted due to pain. The cause for this event cannot be ascertained from the info provided. However there is no indication for a product failure. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt was revised due to pain.